Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the catheter was being inserted, there was no urine flow. The catheter was stuck in the urethra and became difficult to remove. The specific ref with this lot number was placed in four different patients, who experienced the same problems. Our distributor immediately sent a clinical nurse, who specializes in catheterization, to the hospital. The nurse, personally, catheterized the patients using the same ref with the same lot from the hospital and distributor stocks. Catheters from the hospital's stock verified the above issues, while the catheters used from our distributor's stock, three out of four patients were able to urinate. The fourth patient had no fluid intake and therefore, no urine was collected from the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 unopened magic3 intermittent silicone catheter in the original unit packaging. Initial visual inspection noted no obvious defects. Unable to verify reported event without testing the sample. Per functional evaluation, one sample was tested for flow rate of the catheter. One (1) of the one (1) catheter was tested and found to be within the flow rate specifications. The specification for flow rate of a 10fr. Male length hydrophilic intermittent catheter is a minimum of 30ml per minute. The catheter averaged 221.67ml/minute and ranged from 200ml/minute to 225ml/minute. The reported event could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer.¿ (B)(4).